Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection found the silicone portion of the pilot balloon to be without damage. The cuff could not be inflated due to the valve component having been pushed inside the balloon. This could have been a result to excessive force being applied to the valve. Investigation did not reveal any intrinsic manufacturing defects.

Event description:
A report was received stating that a portion of the pilot balloon had fallen off the cannula rendering the cuff useless. The patient did a cannula change at the hospital due to this event. No permanent adverse effects to patient were reported.